Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2020. It was reported that during the surgery the patient underwent surgery and a mesh was implanted to repair the recurrent hernia. The patient had a previous mesh implanted on (B)(6) 2019 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.